Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an o-ring was loose in the package with the cartridge. There was no impact to the user's blood glucose level. Reportedly, the user did not use the cartridge and successfully loaded a new cartridge.